Event description:
Pt was using the ez pump with a small set. A small amount of fluid was found inside the pump door after pt use. The set leaked at the elbow of the set. The pump developed functional problems after the leak was detected. There were no pt related problems.